Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial number was not provided. If implanted; give date: an exact date was not provided; however, (B)(6) 2018 was provided. If explanted; give date: not applicable; however a lens exchange was scheduled (B)(6) 2018. Patient code (B)(4)- planned treatment/ lens exchanged device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lens exchange was scheduled on (B)(6) 2018; however, this has not been confirmed. The patient was implanted with a symfony lens. The reason for the lens exchange was not provided. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that explant of the intraocular lens (model zxr00 serial number (B)(4)) from the patient's right eye, was not performed on (B)(6) 2018. The explant was rescheduled and it is planned for (B)(6) 2018. The reason for the explant is that the patient is experiencing halos and glare at night that interfere with regular activities. Therefore, the following fields have been updated: serial #: (B)(4). Catalog number: zxr00u0210. Expiration date: 11/1/2022. UDI#: (B)(4). Device manufacture date: 11/1/2017. Patient code 2227. Patient code 3191 - glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.